Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with two unspecified saline breast implants experienced breast implant illness and bilateral pain post procedure. As a result, patient had an explantation on unspecified date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient had an explantation on (B)(6) 2020. Patient's implantation date was also provided as (B)(6) 2013. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2021, statement "this event was previously reported to the FDA under mw5098388" was erroneously omitted in initial report. Manufacturer¿s reference number:(B)(4) refer to section h10 for update.